Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's dbs system had low impedances on multiple lead contacts. Surgical intervention was taken and it was found the extension was twiddled and spiraled. The extension was replaced and the impedance issue was resolved.